Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed. A field service engineer (fse) identified that drawer three, a full-height cubie drawer, was no longer detected on the bus. The leds on the module controller were partially illuminated. The station was powered off, and the drawer controller was tested, showing a resistance of less than one ohm, indicating a fault. The fse replaced the drawer controller along with the module controller, then powered on the station and allowed it to boot to the application. After configuration, diagnostics were performed to validate functionality, and the unit was confirmed to be operating properly. The customer was then allowed to test the drawer, and normal operation was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.